Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component for investigation; however due to the incomplete parts (kit) returned, the reported issue was unable to be duplicated in a laboratory setting. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer originally called for a preventative maintenance call but prior to starting the maintenance, the customer informed their service technician that the ventilator was showing low expiratory volumes. The service technician powered up the ventilator and the avea ventilator alarmed "vent inop" (ventilator inoperable) and determined there was no flow coming out of the device. As this was originally occurred prior to a service, there is no patient involvement.